Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheaded, nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheadedness, nausea, and a burning, smoke, electrical odor. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination present on all surfaces of the base unit and air inlet where the filter would be and at the iso port entrance. The device did not return with an sd card or filter. During internal inspection, there is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified.